Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID n EU_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that the patient's basic evaluation started on the day of this report. Two leads were placed and the left lead migrated entirely and came out of the bifurcated cable piece. The lead wasn't usable at the moment because of this. Also, when they tried the right lead, it would only let them increase to 1.0v. The patient saw an error code saying to "call clinician" and saw screen 59. The manufacturing representative suspected lead migration due to patient activities but was not sure.

Event description:
Additional information received from the manufacturing representative reported that the patient was being implanted on (B)(6) 2015 and had really good test results. The temporary lead migrated which the controller picked up.